Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: it was confirmed to have disengaged locking ring is completely disengaged from the returned screw. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root causes of this failure mode are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that; collars broke off both screws.

Event description:
It was reported that; collars broke off both screws.